Event description:
The customer stated that on (B) (6) 2009 at approx 12:30 pm, the spo2 lower limits for bed # (B) (4) were violated and the mp70 monitor did not alarm.

Manufacturer narrative:
The customer stated that on (B) (6) 2009 at approx 12:30 pm, the spo2 lower limits for bed # (B) (4) were violated and the mp70 monitor did not alarm. A philips field service engineer (fse), went onsite to investigate the issue. The suspected monitor was being used, and the customer informed the fse that he could not test the suspected monitor since it was being used and the ward was full. In addition, the customer stated that the monitor was working properly. The fse returned to the site on friday, 04/03/2009, to check on the monitor, and the customer informed him again that it was being used, and it is working properly. The alarm logs received from this site started with alarm activities on (B) (6) 2009 which is a day after the date the incident occurred. Per a philips clinical specialist (cs), this can happen when the space allowed for alarm logs becomes full, in this case, the system will dump the info first in, first out. In addition, and during a call to the fse, the cs stated that the fse informed her that nurses told him that the spo2 numbers were flashing at the time of the incident. Per the cs, this is consistent with the indication that the clinician has acknowledged the spo2 alarm, (the alarms were either suspended or silenced). Based on the above info, we conclude that the monitor worked per its specifications. No other calls were received and no further investigation or action is warranted. A written reply providing a detailed summary of the investigation was sent to the customer. (B) (4).